Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was an occlusion alarm observed in the pump's black box. The pump was able to perform the prime steps with no issues or alarms. The pump's force sensor failed a calibration check. The force sensor was removed and the resistance value was found to be within specifications. The display screen was dim and discolored. The audio bolus button was torn, but still responsive. The pump's casing was cracked near the display lens.